Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture and implant removal from textured to smooth due to the concerns of the product. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: the unit has no openings. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation observed. ¿ yellow particles observed on the surface of the shell. ¿ wear abrasion observed.

Event description:
Healthcare professional reported a rupture and implant removal from textured to smooth due to the concerns of the product. The device has been explanted. This relates to the right side.